Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a short segmented ulceration in the lower descending thoracic aorta. Vessel and aneurysm morphology at the time of implant was not reported. The physician elected to implant an endurant aortic cuff in the distal thoracic aorta. Approximately three months post index procedure a CT revealed that the stent graft had infolding and a type I endoleak. The patient was brought back for a re-intervention. The physician first used a reliant balloon to attempt to iron out the enfolding with a balloon. After ballooning a 36x36x100 proximal main valiant captivia thoracic graft was then placed inside of the endurant cuff. The implantation of the valiant device was modelled with a reliant balloon and ironed out the enfolding. The post implant angiogram both the infolding and type I endoleak were resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: (implanting aaa stent graft in taa).